Event description:
It was reported that the pre-filled cartridges were depleting more quickly than expected. The remote indicated that approximately three days¿ worth of medication remained, yet alarms activated stating that the cartridge was depleted. No patient harm was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.